Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there were errors on the external inbound processor service. A technical support specialist confirmed that the hospital information technology team rebooted the servers. After the reboot, bd recycled the inbound processor service, and no further messages errored out. An export of the failed messages was sent to the customer, and an all-clear notification was sent to the user. The issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server patient's order was not showing up on station. The customer stated that malfunction caused delay in dispensing the medication to the patient. There were no adverse events or injuries reported based on this incident.